Event description:
It was reported by the surgeon that the pt underwent a primary procedure to implant a noninvasive extendible distal femur implant on (B)(6) 2009 and subsequently was revised on (B)(6) 2012 due to the prosthesis reaching full extension. The pt is also reporting pain.

Manufacturer narrative:
A review of the device history was performed and no non-conformances were identified. The device was used as intended and has reached its maximum extension, therefore, a revision procedure was required to a longer prosthesis. There was no reported failure of the device. Please note that this customer implant is similar to jts extendible distal femoral implant (k133152).